Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent, which caused the patient blood glucose elevated to 600 mg/dl, therefore patient had received mdi injections. The patient first went to emergency room and subsequently hospitalized. The patient was in hospital and received IV fluids of saline and insulin. The patient also had high ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.